Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient "goes to 5" and it retained her symptoms. The patient inquired if the device beeps when she should go to the bathroom. It was mentioned that she had to push on her bladder for urine to come out. The patient stated that she experienced these symptoms prior to implant. It was also reported that the patient was not feeling stimulation and had not felt stimulation since the date of implant. The patient tried reaching out to a manufacturing representative but hasn't gotten a hold of him. Additional information was received and it was reported that the patient had the implant for frequency and was still getting used to the device. Patient had been on program 1 at 0.3v for a long time and stated they were getting utis and holding in urine too long and sometimes would and would notfeel stimulation. Patient lowered to 0.2v and also changed to program 2. Patient stated they would get full and then would get to the bathroom and already had used the bathroom. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a history of urinary tract infections (utis) prior to implant and the cause was due to multiple sclerosis. It was noted that the utis were possibly related to the patient's underlying urinary dysfunction but it was confirmed that the uti was not related to the device or therapy. The health care professional stated that the patient was taking prophylactic antibiotics. There were no further symptoms or complications reported or anticipated.